Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the adaptive stimulation (as) from the patient¿s implantable neurostimulator (ins) initially worked fine but starting 2 months ago they noted that it felt like it was ¿getting stronger¿ when in certain lying positions. It was noted that the patient was first set up with the as in (B)(6) 2014. Interrogation of the ins device on the day of report showed that the ¿lying front¿ position was not oriented. The manufacturer¿s representative redid the orientation and adjusted the parameters. It was confirmed that the patient¿s positions were present on the screen and the as was enabled on the programmer unit. It was believed that the most likely scenario for the complaint was related to the ¿lying front¿ position not being oriented. It was reported on follow up that the reorientation performed fixed the problem and that the patient was receiving effective therapy. Should additional information be received a supplemental report will be filed.